Event description:
It was reported that the green flow stop is not engaging. Preventing accurate medication flow and disrupting therapy. Product is slow to prime and is not correctly performing a bolus. This has also led to patients hitting the pca button more often.

Manufacturer narrative:
Event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection: no damages nor other workmanship defects were detected in none of the joins of the product. Functional test: the sample received were connected to prime using a cadd pump legacy; no discrepancies were detected the product was prime without difficult, liquid flow through all whole device. Test successfully passed; thus, the failure mode is not confirmed. The cause of the reported problem could not be determined. There were no relevant findings detected in the DHR.